Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. No evidence was available to review in the event history log. Functional testing was unable to replicate the reported issue; the pump passed all accuracy testing. No action was taken as no problem was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the volume test four times with values of 18.7, 18.2, 18.6, 18.5. Event occurred during testing, there was no patient involvement.